Event description:
It was reported that the customer's insulin pump experienced a rapid battery charge drop, which led to an unexpected shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, though the specific value was not available. To address the high blood glucose level, the customer administered a corrective injection using a manual method. Technical support educated the customer on managing the pump's settings after shutdown and noted that the customer experienced difficulties in updating the pump software and uploading data, causing a transfer to the software team for further assistance.